Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic an alert for lower than expected battery voltage was seen. Upon review, battery depletion was deemed to be normal and the reason for the alert was not known. The device was to be closely monitored until the next interrogation which was to be scheduled within three months. No patient consequences were reported.

Manufacturer narrative:
Correction: premature elective replacement indicator should be removed.

Event description:
New information received notes there was no suspicion of premature battery depletion just an unusual alert stating a lower than expected battery voltage. The alert may have been consistent with an alert seen due to exposure to cold temperatures in box but unusual when implanted.

Event description:
New information notes the patient had a follow up appointment and the device was interrogated. There was no more error message. The physician's plan was to monitor the device until the elective replacement indicator (eri) and there was no further concern regarding battery voltage. The patient was asymptomatic.